Manufacturer narrative:
MFR assessed pt x-rays. Noted during assessment of x-rays that electrodes were implanted lower than what is normally seen.

Event description:
Reporter indicated that patient was experiencing voice alteration and dysphagia that began after implantation of his vns therapy system, and had continually gotten worse. Reporter further stated that the patient's device was turned off for a period of 3-4 weeks, with no relief of the side effects. Subsequent follow up with the physician revealed that patient was "completely dependent on a feeding tube for all food and medication." Patient was subsequently referred to an ent specialist where it was discovered that "the patient's left vocal cord was a little weak." Manufacturer assessed x-rays of patient and it was noted that electrodes were implanted lower than what is normally seen. Good faith attempts to obtain further information are currently being made.